Event description:
Caller reported that customer has been hospitalized for high bgs. T/s the pump for high bgs. Patient's bg is 288 mg/dl. Patient expressed the following symptoms of high bgs: nausea, vomiting, weakness, fatigue, and dehydrated. Customer was wearing the pump at the time of the hospitalization. Pump is operating as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.